Event description:
The information received from the affiliate states that this pt (age unk) was presented to the interventional lab for an angioplasty and stenting procedure of the subclavian artery. There is no information detailing the characteristics of the lesion. After proper insepction and preparation of the guidewire and balloon catheter, the physician accessed the lesion for pre-dilation. There is no information whether the physician had any difficulty accessing the vessel. Once the lesion was pre-dilated and the balloon was deflated the physician attempted to advance the guidewire through the balloon catheter to remove it but it became stuck in the catheter. The guidewire and the balloon catheter were removed simultaneously and, consequently, target lesion access was lost. The physician needed to re-access the vessel and successfully stented the lesion with a palmaz genesis stent. There was no reported pt injury.